Event description:
The recipient reportedly experienced sound quality issues and pain with and without device use. The recipient was prescribed prednisone and it was confirmed that the recipient did not have an infection. The recipient opted not to have device testing due to the pain. The recipient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.